Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Cause was unknown. Customer consumed candy to address bg level. Reportedly, customer continued to use the pump for insulin therapy.